Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: device performance information was received and analyzed. High impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 03:00:04. Weekly hv-lead impedance trend data shows high impedance for min and max svcdefib impedance was 67 to 254 ohms range between (B)(6) 2012. Concomitant product: 1782tc52 competitor implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that after the device was implanted, there was high impedance and noise. An x-ray determined that the lead was not fully seated in the header. During a revision procedure, the lead was properly seated. The device remains in use. No patient complications have been reported as a result of this event.